Manufacturer narrative:
(B)(4). Device evaluation: photos of the device have been received but it is unknown if samples will be returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that while on a job, the suspect device retracted only partially. The customer went back to the ambulance station and looked at the cannulas from the same batch, noting "approximately 75% of 65 cannulas tested had the same issue", stating an occurrence of 50 devices.

Manufacturer narrative:
Device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6078557. No reject activity findings were noted throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect reported. Bd received a total of 67 unused 20g bd iag IV catheter units within a dispenser from lot 6078557, cat. 381434. Of those returned, 42 units consisted of the needle/hub assembly retracted within the safety shield (barrel and were without packaging) and 25 units were within sealed packages from lot 6078557 with all components present and intact. A visual/microscopic examination was performed on the 42 retracted needle units: - all 42 units had the button completely depressed. -31 units were fully retracted within the (barrel) with no visible anomalies. -5 units were fully retracted within the barrel with the spring caught up at the bottom -5 units were partially retracted within the (barrel). -1 unit was partially retracted within the barrel and had the spring caught up at the bottom. A visual/microscopic examination was performed on the 25 sealed packaged units and no visible anomalies or damage were noted. A function test (needle retraction) was performed on the 42 retracted needle units by pushing the needle to the out position and resetting the activation button. No anomalies or mechanical/physical damage to the needle, spring, grip, needle/hub or excessive gel that would contribute to the retraction failure was observed. When the activation button was depressed, 31 units fully retracted with the barrel not demonstrating any resistance. The remaining 11 units retracted with slow movement and did not fully retract, revealing the spring caught up at the bottom (bound spring). A function test (needle retraction) was performed on the 25 sealed packaged units. When the activation button was depressed, 12 units fully retracted with the barrel not demonstrating any resistance. It was observed on 9 units that the needle retracted with slow movement and did not fully retract, revealing the spring caught up at the bottom. One of the retraction failure units was dissected to observe the spring. A bound spring was confirmed which was seen on all 20 retraction failures for this incident. Conclusion: the returned samples did not meet manufacturing specifications. Twenty of the units returned did not fully retract and had a bound spring, therefore the customer's indicated failure was confirmed. Manufacturing has been confirmed as the root cause. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Manufacturing was notified of this incident and the findings.